Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the blue air and water button was sticking. The seal biopsy valve cap leaked, and it keeps falling off from the endoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a0504 captures the reportable event of the biopsy cap leak/splash.